Event description:
Reportedly, device was received back at subsidiary following patient death. Reason of the death is unknown. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, device was received back at subsidiary following patient death. Reason of the death is unknown. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated within specifications.

Event description:
Reportedly, device was received back at subsidiary following patient death. Reason of the death is unknown. The subject pacemaker will be returned for analysis.